Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins) for urinary/bowel dysfunction and urge incontinence. The reason for call was pt called to get assistance with increasing stimulation. Pt also mentioned on the call that since they've had the device implanted it seems to sometimes effect their bowels. Pt states sometimes they can have a bowel movement and sometimes they can't. Pt inquired if this could be related. Pt states they have tried all the programs available but have not discussed this with their doctor yet. Pt services assisted pt with increasing stim but then 1/2 way through the call is when the pt mentioned the issue with their bowels. Pt services reviewed speaking to doctor about next steps if all the programs available have been used. The issue was not resolved through troubleshooting. The patient was redirected to their healthcare provider to further address the issue. Patient called back to get assistance with making adjustments to the therapy. Caller states patient is peeing a lot more at night, and also still having the issues with constipation. Patient services reviewed how to connect to ins and patient decided to switch programs and increase to a comfortable level. Pt will keep it here and will continue to monitor symptoms. Additional information was received from the patient. The patient called reporting ongoing therapy related concerns with lack of therapeutic effect. The patient had met with their doctor recently who changed the program and increased the stimulation but it was so high it was irritating the vagina. The patient intends on turning stimulation down but declined assistance with doing so. The patient wanted to know why this is not working for them. Agent redirected the patient to discuss their concerns with their managing physician. Additional information was received from the patient. Patient called back in regards to this case with a continuation of therapy symptoms. Patient said if they increase stimulation it still doesn't help with relief of symptoms and the stimirritates their vagina and if they decrease, it doesn't help at all either. Patient said they are going to make an appt with their hcp to ask what to do next, as they said they've tried everything as far as adjustments goes. Patient said they've also gotten all kinds of infections since implant. Patient said they wanted help turning therapy off until they see their hcp and discuss removing the ins. Helped patient successfully connect external equipment to ins and turn therapy off.